Manufacturer narrative:
Patient information: change patient age from (B)(6).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the catheter was unable to read the pressure from the balloon. Medical staff attempted to aspirate the inner lumen after troubleshooting but was unable to do so. Inserted a radial arterial line for readings. There was no reported patient injury.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the catheter was unable to read the pressure from the balloon. Medical staff attempted to aspirate the inner lumen after troubleshooting but was unable to do so. Inserted a radial arterial line for readings. There was no reported patient injury.